Manufacturer narrative:
Continuation of concomitant products: product ID: bi-500-01145, serial/lot #: version: 4.2.0. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system that was used during a procedure. It was reported that after acquiring a 3d spin the system displayed a "failed to transfer dicom" error after the auto-transfer. Manufacturer representative tried to manually transfer the exam but the same error occurred. Excess patient data were deleted off the system with no change. It was confirmed that the exam had a nav tag. Another navigation system was used to complete the procedure. Manufacturer representative was able to troubleshoot with the navigation and imaging system after the procedure. It was confirmed even after reboot that they were getting a dicom error when attempting to push the exam from the imaging system to the navigation system. Unable to verify the connection in dicom servers. The version of cranial was (B)(6). The qr port was listed as port 104 and storage was listed as 105. Manufacturer representative switched the port numbers so storage was 104, then logged back into the spine application and verification was successful between the two systems. Manufacturer representative attempted to push the exam and the message on the screen stated the transfer was started. Manufacturer representative could take a spin and confirm that the system is now fully functional but will test when he has the chance and report back if the issue was resolved with the port update. Navigation was aborted. There was no reported impact on patient outcome. Length of surgical delay is unknown at this time.

Event description:
Additional information received. It was reported that issue occurred during a sacroiliac and thoracolumbar procedure. There was one unused spin. There was a reported delay of less than one hour.

Manufacturer narrative:
B5: additional information received. Section e: initial reporter updated. Section a: patient information provided. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The issue was resolved after updating the settings on the navigation system.

Manufacturer narrative:
H2: additional information: b5 updated. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H2/h3/h6: software analysis determined that this was not a software issue. The log review confirmed that the issue was due to the dicom store server configuration, the issue could be resolved by unchecking the radiation dose under structured reports sent of the dicom servers dialog or updating the setting in the navigation system. The software was functioning as designed. Codes b01, c19 and d14 are applicable. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.